Event description:
St. Jude became aware through the physician that the pt expired, reason unknown. A death certificate was requested. The death certificate lists sudden cardiac death as the immediate cause with ventricular fibrillation and coronary heart disease as associated conditions. No details regarding cause of death were attainable from the physician. Co is reporting the death because they have neither the device nor any associated data or electrograms, which would enable them to conclude that the device did not contribute to the death.